Event description:
Nurse called to inquire on proper procedure for shutting insulin pump off. It was reported that customer was in the hospital in the intensive care unit due to low blood glucose. Instructions were given on detaching insulin pump from customer and advised to have customer call when able to for troubleshooting of insulin pump. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).